Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to unresponsive keypad/button. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that customer received a button error alarm. It was reported that customer fell due to low blood glucose. Customer's blood glucose was 32 mg/dl, which was treated at home with glucagon and IV by paramedics. After troubleshooting, caller was advised that insulin pump would need to be replaced.